Event description:
It was reported that bd alaris smartsite pump infusion set was malfunctioning,the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the chemo began to backflow very quickly into the primary line which means there was a flaw in the back check valve of the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 11532269 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.